Manufacturer narrative:
The device was not received at senseonics. However, malfunction was confirmed based on the information provided. Based on the type of failure mode which was investigated by a corrective and preventative action (CAPA), the root cause was determined to be assembly problem.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, the sensor experienced an early sensor retirement and failed to last the expected 90 days thereby requiring early removal of the inserted device.